Manufacturer narrative:
Medical intervention (excision) required to resolve 4 palpable lumps in the lower lip inner mucosa that developed after off-label bellafill dermal filler injection. Per the reporter, the excision occurred because "the lumps were very hard in palpating and the plastic surgeon was concerned about that." The exact date of excision is unknown; however, is expected to have occurred in (B)(6) 2019. The lots used in the patient's bellafill dermail filler procedure is unknown. Suneva determined potential lots based on injection date and shipping history. All potential lots were reviewed and no issues were found. The potential lots were manufactured according to approved work instructions and met all acceptance criteria upon release. Review of retained lot samples found the potential lots continue to meet release criteria. Bellafill syringes are single use devices that are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit." Bellafill dermal filler is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. Lumps are anticipated patient events that are documented in the bellafill instructions for use. Clinical studies support that these issues may resolve over time with or without treatment.

Event description:
Medical intervention (excision) required to resolve 4 palpable lumps in the lower lip inner mucosa that developed after off-label bellafill dermal filler injection.